Event description:
It was reported that during use in the patient's room, the nurse found that the stopcock was cracked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 9 french sheath with and edwards t-d catheter inserted through it. The sheath showed evidence of use. The stopcock attached to the side arm was examined microscopically and several cracks were observed in the female luer hub. The cracks emanated from the opening in the hub and extended towards the valve. This part is a purchased component that is 100% visually inspected. After final assembly of the device, they are 100% leak tested. A review of manufacturing records did not yield any relevant findings. The provided instructions indicate that the stopcock is non-lipid resistant. Since the device showed evidence of use and the crack was not observed during luer connection, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k number provided is for a similar product that is sold in the us.